Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that reported that the patient reported that they were having some trouble recharging. The recharger battery icons were rapidly blinking in sequence. The patient has been unable to charge the ins and the device was completely depleted. The patient reported that they did not keep the recharger plugged in. The caller reset the recharger by holding the power button for 30 seconds while off the dock. When the power button was pressed, the recharger did not turn on. The caller put the recharger on the dock and the lights blinked in fast succession. The caller reset the recharger by holding the power button for 30 seconds while on the dock. The recharger battery lights continued blinking in rapid succession. The issue was not resolved through troubleshooting. An request was placed to send a new recharger. Additional information was received from the manufacturing representative (rep). The rep reported they had a patient in the past that received a replacement recharger from patient services and had difficulty taking it out of shipping mode. The patient had to call back and get another replacement recharger. Technical services did not ask for specific details as the event would have been reported when they called to get a replacement device. Additional information was received from the manufacturing representative (rep). The rep reported that customer service said they would send the patient a new recharger at the start of that following week after they spoke with customer service regarding the issues. They had not heard from the patient's family so the rep assumed that everything was taken care of. The patient's device was currently in opposition and would likely stay that way for a short period of time. The rep encouraged the family to call patient services to help set up the recharger/docking station when it was received. The rep reported that they had no additional information at this time.